Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from site by the surgeon that the patient was in the car and heard a "continuous alarm from the controller." Patient "changed both batteries and the controller continued to alarm." Patient went ahead and performed an elective controller exchange. It was stated that "pump restarted and there were no alarm or issues since controller exchange. It was furfur stated that there were "no effects on patient", due to the elective controller exchange." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two pump motor connector (pmc) reset events. These events were most likely caused by electrostatic discharge (esd). This controller was manufactured in 2011 and is not equipped with an esd shield. Controllers without the esd shield are more susceptible to esd events. These controllers were part of field actions apr2013 and apr2013.1; it was recommended that the controller be exchanged if the treating physician determined that the patient was able to undergo an exchange. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate and address these types of issues. The most likely root cause of the reported event can be attributed to esd. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.